Event description:
A nurse reported that probe spit bubbles and seen in aspiration line before vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, without tip protectors, in a pouch, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests, no bubbles observed. Sample 2: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests, no bubbles observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two attached pictures were reviewed by the manufacturing site. Picture 1 is not related to this qs file. Picture 2 shows a pouch label with same product and lot number as reported. The returned samples were found to be functionally conforming, therefore bubbles in aspiration line as described in the complaint was not confirmed on both samples return ed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.